Event description:
Report received from baxter-finland states device "pump the solution 7 hours too fast". Device contained 4800mg 5fu and 144ml glucose for a total volume of 240ml. Additional information received from baxter-finland states the infusion was completed in 41 hours rather than the expected 48 hours. Reproter indicates no pt injury resulted from reported condition.